Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined, and the reported was not confirmed. However, it is likely that due to too high measurement voltage may lead to the occurrence of blisters and as a result, the conductivity of the surrounding fluid may be reduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the electrosurgical generator had insufficient conductivity error code: e006. The issue occurred during a therapeutic transurethral resection in saline (turis) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.